Manufacturer narrative:
Continuation of concomitant products: product ID : 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 300 mcg/day via an implanted pump. It was reported the event/difficulty occurred in 2020, but the exact date was unknown. It was reported the patients parents had been complaining for several months that they thought the patient was having increased spasticity despite dose increases. There were no environmental/external/patient factors that may have led or contributed to the issue. The catheter access port (cap) was accessed and no cerebrospinal fluid (csf) was returned. It was also reported the catheter was tested, no csf return, and the entire 8780 catheter was removed and replaced. It was noted the patient came to the hospital with a dose of 897 mcg/day. The dose was reduced to 300 mcg/day after replacement and was admitted for observation. The issue was resolved at the time of this report and the patients status was alive- with injury, as the patient needed surgery to replace the catheter. The patients medical history included cerebral palsy.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the no cerebrospinal fluid return was not determined. The catheter was destroyed and discarded by the healthcare provider. It was further noted as having been cut out in pieces and discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.